Event description:
A customer reported a patient received coolsculpting elite treatment on (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025 to the abdomen using curve 150 applicator and was presented with paradoxical hyperplasia (ph) post treatment.

Manufacturer narrative:
Additional information: paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A provider reported that a patient reported receiving coolsculpting elite system treatment on (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025 to the abdomen using curve 150 applicator and was presented with paradoxical hyperplasia (ph) post treatment.